Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, which resolved the issue, and the customer was instructed to contact support again if the malfunction recurred. There was no report of the malfunction reoccurring after the reset, and the customer was able to continue using the pump.